Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 214 mg/dl. At the time of the report the customer stated that the insulin pump's display sporadically goes blank. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. The insulin pump was monitored, and the display did not go blank. After testing, it was concluded that the device operated within specifications.